Manufacturer narrative:
Concomitant medical products: product ID: 305c23 tissue valve, implanted: (B)(6) 2008; product ID: dtba1d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance. The rv lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.